Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube extension was broken and missing a .1240 in long piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .0725 - .2020 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the monopolar curved scissors instrument tip of the scissors broke during reprocessing. No patient harm, adverse outcome or injury was reported.